Event description:
Customer states: the cuff would not be deflate after injecting the air. Customer confirmed it was not used on pt.

Manufacturer narrative:
Covidien cts reference# (B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.